Event description:
It was reported that the patient experienced air in the pump with an inflatable penile prosthesis (ipp), the patient under went a surgery to replace the pump. No patient issues were reported. No more information is available at the moment.